Event description:
Hill-rom received a repot from a hill-rom technician stating the brakes were not holding. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found screws broken off both hex rods and all four brake caster faulty. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 207-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the casters, screws, and hex rods to resolve the issue. Based on this information, no further action is required.